Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had experienced a loss or change of therapy, the patient said that she had an explosion, return of bowel symptoms, (B)(6) and she felt very weak that day and the following day, and then she was fine for the next three days, and then on may 1st was real weak and tired and had discomfort on the right side. The caller stated on (B)(6) she went to a walk-in clinic and that took x-rays and was told that it looked like mashed potatoes and was prescribed a stool softener, colace. There was no medical procedures or electrical magnetic interference that could be related to the issue. The patient noted they had a fall in the bathtub on the left side, the same side as the implant, in (B)(6) 2016 however they hadn¿t noticed any changes to stimulation or therapy until now. It was noted the patient was asked if they made any changes to dietary intake that might have affected them, and she stated that she ate pretty healthy. It was noted that stimulation was on program 4 set at 1.3, the caller increased to 1.4 and the patient felt stimulation in the right location. It was noted the change in symptoms was sudden in onset. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the sudden return of bowel symptoms was due to the patient needing a change to their programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the sudden return of bowel symptoms was due to needing resetting.